Event description:
It was reported that the lead perforated into the pericardial sac. Shortly thereafter the patient's blood pressure started to slowly drop and the patient became diaphoretic. An echo showed that there was a pericardial effusion, and pericardiocentesis was performed. The patient was discharged a few days later, and the lead remains in use. No further patient complications have been reported as a result of this event. It was later reported the patient had died (B) (6) 2009. Follow up with the manufacturer's representative reported the patient had recovered from the effusion and was discharged 1 - 2 days post procedure. The cause of death was reported to be "a fast growing tumor in his leg."

Event description:
It was reported that the lead perforated into the pericardial sac. Shortly thereafter the patient's blood pressure started to slowly drop and the patient became diaphoretic. An echo showed that there was a pericardial effusion, and pericardialcentesis was performed. The patient was discharged a few days later, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Proximal segment returned and analyzed.